Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the screen on their information center froze and during this time, the mouse and keyboard were also unresponsive. No patient harm was reported.